Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 3 events associated with this event type (compromised sterile package, blister, lid, or foreign material and (B) (4)).

Event description:
Compromised sterile package (blister, lid, or foreign material). It was reported that when the outside blister was opened, the stem was visible. Rep is not clear about whether the inner blister was never sealed or was missing altogether. Device was implanted.